Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 410 mg/dl at the time of the event. The customer was treated with insulin pump and the customer experienced symptoms in the abdominal. Troubleshooting was performed and found that the hyperglycemia event is due to sensor glucose and blood glucose difference. Blood glucose value was 410 mg/dl while sensor glucose value was 40 mg/dl. The event involved product(s) mmt-7020la. The sensor was worn for 4 days or more. No product return is expected for mmt-7020la. It is unknown whether the customer was using pump within 48 hours prior to event and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.